Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 168 mg/dl. A cartridge change was performed resolving the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.